Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station could not log in. A technical support specialist (tss) logged into medstation es and observed that login was successful. The only failed attempt shown in the logs was due to a mistyped username and a fingerprint spoof. However, the user was able to log in afterward without issue. The enterprise server was checked, and the account was confirmed to be unlocked and active. It was also verified that the account was not locked out of active directory. The customer was contacted through phone and confirmed that the issue had been resolved. The customer advised that if the issue recurred, a new case would be created. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user was failed to login. The customer stated that this malfunction occurred while dispensing the medication. There were no delay or no adverse events or injuries reported based on this event.